Event description:
It was reported that during a brevera procedure on october 3rd while the needle was in the patient, the needle failed to fire, and they replaced all needles, but the issue persisted thus pointing to the console. A field engineer examined the equipment, and it was determined that the logs indicated driver errors. It was recommended to replace the driver and software. A new driver was installed, and updated the csl, ocb and nand software. Pre ant post fire was checked, and the system was verified and the system meets the manufacturer's specifications. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.